Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via online chat that 2 toothbrush heads had come apart while brushing. No injury was reported.